Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to an email received on (B)(6) 2018: "patient experienced a complication which was registered in the database on (B)(6) 2018. The complication entered is thromboembolism".

Manufacturer narrative:
The manufacturing records for the product were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. The product passed multiple tests/inspections in order to meet specifications prior to release. No change orders or non-conformances are noted with the processing of the valve. A 44 year old male patient implanted with the valve on (B)(6) 2017 with concomitant CABG (4 grafts). Patient has a history of congestive heart failure, vascular pathology (unknown), diabetes mellitus, hypertension, and hypercholesterolemia. Patient experienced bleeding event, retinal bleed blindness with permanent impairment on (B)(6) 2018. Inr was 2.8 (close to the upper limit 3.0) at the time of event on warfarin and asa per protocol. Site indicated on crf that event was not related to device. Patient also experienced on (B)(6) 2018 and was hospitalized for ulceration of leg around vein craft harvest site (indicated as not related to device). Maintaining the proper balance of anticoagulant is critical. Although not within the FDA approved, lowered targeted inr range of 1.5-2.0, patient inr on two separate dates fall within the general guideline of 2.0-3.0. Bleeding is a recognized potential complication for mechanical valve recipients [instructions for use]. The objective performance criteria lists a rate of major hemorrhage for rigid valve recipient of 1.5%/pt-year. Although inr is higher than the protocol range of 1.5-2.0, it is still within acceptable limits. A definitive root cause for the reported event is unknown. As indicated in the crf's, the event is non product related and there is no information indicating otherwise. This report is being submitted as required by regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, the report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to an email received on 07/05/2018: "patient experienced a complication which was registered in the database on (B)(6) 2018. The complication entered is thromboembolism."